Manufacturer narrative:
The customer did not provide patient weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse proactively performed preventative maintenance on the access 2 immunoassay system. The fse did not note any system malfunction that would have contributed to the reported event. The access accutni+3 reagent pack was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 and access ck-mb results cannot be determined with the available information. All mdrs associated with this report: mdr2122870-2015-00618, mdr2122870-2015-00619.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) and creatine kinase-muscle brain isoform (access ck-mb) results for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The customer runs all access accutni+3 samples in duplicate. It was noted both of the initial access accutni+3 results were elevated, above the normal reference range of the assay. The customer repeat tested the samples on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assays. Mdr2122870-2015-00618 addresses the access accutni+3 results. Mdr2122870-2015-00619 addresses the access ck-mb results. The initial elevated results were reported outside the laboratory and the patient was admitted to the hospital. All system parameters including access accutni+3 and access ck-mb quality control (qc), access accutni+3 and access ck-mb calibrations and system check were within assay specifications and instrument specifications. Sample information such as collection device, centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.